Manufacturer narrative:
Visual examination of the subject device found the distal tip of the scissor insert broke in a manner consistent and with an associated break pattern that one would expect if the device failed during use. This break pattern was such that it would have resulted from lateral force application during closure of the scissor. The examination further noted a significant chip in the stainless steel immediately proximal to the failure point. This chip had sharp margins which are indicative hard contact with a metallic surface/device. It is a probable given the location (in immediate proximity to the failure point) that the failure during use was induced be some type of metal to metal collision prior to the failure which fractured the insert. These types of collision usually occur during handling and may have been encountered during reprocessing, set up, transportation or other type of handling. No further determination is possible. Quality history record for this lot was reviewed and found no indication of material defect. No CAPA possible failure during use was a result of probable handling event.

Event description:
Tip broke off into patient, was retrieved. The device broke off at the incision and was immediately picked out. Per the customer, there was no patient injury, no xray was done and the patient was given kelflex antibiotic as a precaution.